Manufacturer narrative:
On 6/19/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was observed to be damaged and a crease was observed within the rupture. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The appropriate method, result, and conclusion codes that were erroneously excluded from the initial report sent on 5/28/2019 have been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 375cc mentor memorygel breast implant catalog: 3503754bc lot: 5796177 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right side rupture post-operatively. Rupture was discovered during replacement surgery. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants on (B)(6) 2019.